Event description:
The manufacturer received a report indicating that a trilogy evo ventilator generated a ¿ventilator inoperative¿ alarm and did not start operating during a pre-use check. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for evaluation. During testing, the reported issue could not be reproduced. The device log files were successfully downloaded and reviewed in full. Log review identified an error indicating that three system reboot events occurred within a 24-hour period. Further analysis of the event logs confirmed that a reboot error occurred due to audio-related processes not being executed properly and that a delay in response related to user interface occurred many times. Since a failure temporarily occurred in the program execution or processing, the system pca (printed circuit assembly), which processes all the system, and display pca, which controls the user interface-related matters, were replaced as a corrective action. In addition, unrelated to the reportable malfunction, the device did not pass the audible alarm verification: buzzer current test step. The buzzer assembly was replaced to correct the issue. There was no report indicating that both the primary and secondary alarm functions failed. Additionally, damage to the internal battery door was identified during inspection, and the battery door was replaced. As part of routine maintenance, the air inlet foam filter and particulate filter were also replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.